Event description:
It was reported to philips that the azurion did not start up correctly. No patient harm was reported. A philips engineer visited site and identified that there were 2 faulty controls on the geometry module which were causing the start up failures. The geometry module was replaced and the device returned to expected operation.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system buttons on the tso geo is defective. The system was in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that tso geo of the longitudinal movement of the bow are defective. To resolve the issue fse replaced (geo module kit) table side operating module, performed functionality and the system was returned to use in good working order. The codes were updated based on the investigation outcome.